Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning, disinfection, and sterilization (cds) processes where the customer reported that the device was not cleaned, disinfected, and sterilized before sending it to olympus. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material remained in the nozzle since the subject device was returned to olympus without conducting/completing reprocessing at the facility. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The gastrointestinal videoscope exhibited a foreign object clogging in the nozzle. There were no reports of patient involvement.